Event description:
The customer reported having low blood glucose of 32mg/dl last night and the paramedics were called. The customer was uploading the insulin pump to carelink and troubleshooting was not performed at time of call. Advised the customer to call back to provide more information on the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.